Event description:
Left marked bleed/incipient rupture. A 48 yr old wg3p3 female status post bilateral mastectomies for fibrocystic disease (mild myodynia without biopsy or family history) 9/13/83 with "immed" submuscular heyer schulte/225cc gels. Complaining of firmness & pain right greater than left with burning on left is shifting. No trauma, positive systemic symptoms including, arthralgias, myalgias, parasthesias, fatigue, neurocognitive problems, sicca surgery, hair loss, gi/gu problems etc...exam positive bilateral iii & IV contractures with bilateral axillary lymph nodes left greater than right. Surgery 10/26/95 positive left marked bleed/probable rupture too sticky to examine, liquid gel, non cohesive.